Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Brand name: articular surface fixed bearing posterior stabilized (ps) left 11 mm height. Report source: (B)(6).

Event description:
It was reported that during an initial total knee arthroplasty, the articular surface implant would not neatly seat onto the tibial tray. Subsequently, a new articular surface was utilized and the procedure was completed without complication or impact to the patient. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d9, g3, h2, h3, h6 the reported event was confirmed by review of the returned complaint sample. Visual examination of the device identified signs of use and the dovetail feature was flared out. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.